Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the heart was racing and the patient was experiencing spasms near the device. The patient went to the physician's office where it was noted the device was in magnet mode. Information was provided to the patient regarding electromagnetic interference (emi), and the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.